Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure -- not available name and date of the index surgical procedure. Carotid artery procedure and 18 may how many days post-op did the patient experience hematoma? 1 day what was the date of the revision surgery? 1 day after the 18 may it was reported that ¿according to the surgeon no link between the incident and the revision¿. Does the surgeon believe there was any alleged deficiency with an ethicon device that contributed to the hematoma and revision surgery? It was reported that there is not causal link noticed by the surgeon between the issue (needle pull off , suture break) and the event (hematoma) having required the revision. Other relevant patient history/concomitant medications -- not available.

Event description:
It was reported that the patient underwent carotid artery procedure on (B)(6) 2020 and suture was used. During the procedure, the suture pulled off and broke easily. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4) date sent to the FDA: 08/11/2020 additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device batch phb902, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.